Event description:
The pt was tested with a bg result of 352mg/dl on the accu-chek inform system in comparison to the lab result of 73mg/dl. The results were obtained within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.